Event description:
On (B)(6) 2015 a patient (pt.) From (B)(6) called to report that he/she ¿had an ulcer at the beginning of 2014.¿ the pt reports that he/she used an acuvue advance product. The lot # is unknown and the product availability is also unknown. Multiple unsuccessful calls have been made to the patient to collect additional information. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
No testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device not returned. (B)(4).